Manufacturer narrative:
Resmed has made multiple attempts to contact the customer to gather more information for the complaint and to request the device be returned for evaluation. No response has been received from the customer. The device was not returned to resmed for evaluation, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message indicating for the unit to be sent in for servicing. There was no patient injury reported as a result of this incident.